Event description:
Lap chole - from (B)(6) whom talked to the tech that was in the room. "The bag was not completely attached to the metal jaw opening so the specimen fell out of the bag. The surgeon than spent extra time in the operating room looking for the specimen."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation.